Event description:
It was reported that the pump suspended insulin twice without any apparent reason. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin, and the issue was resolved, though technical support could not identify the problem due to lack of specific dates from the customer.